Event description:
The patient contacted lifescan alleging that their one touch meter would not power on. The medical affairs specialist attempted to reach the patient by phone. There was no answer and no answering machine to leave a messge. A letter was sent to the patient. The patient last tested with the meter about one week ago. Patient took insulin as usual. No information wa provided regarding the patient's testing and diabetes treatment regimen. At the time of concern, patient felt dizzy, lightheaded and their blood pressure was high. Patient reported a result of 190; however, information was not provided as to the date and time of the result or whether the result was obtained on the reported meter. The patient took insulin as treatment from a medical professional. Results obtained by the medical professional were not provided. There is sufficient information to indicate that the patient experienced injury and medical intervention due to the product. The customer care representative (ccr) confirmed that the batteries were correctly installed, less than 1 year old, and the battery contacts were in good condition. The ccr walked the patient through presing the power button, the meter did not power on. Based on the unresolved power issue, there is an indicator that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter would not power on. The medical affairs spec attempted to reach the pt by phone. There was no answer and no answering machine to leave a message. A letter was sent to the pt. The pt last tested with the meter about one week ago. Pt took insulin as usual. No info was provided regarding the pt's testing and diabetes treatment regimen. At the time of concern, pt felt dizzy, lightheaded, and their blood pressure was high. Pt reported a result of 190; however, info was not provided as to the date and time of the result of whether the result was obtained on the reported meter. The pt took insulin as treatment from a medical professional. Results obtained by the medicdal professional were not provided. There is insufficient info to indicate that the pt experienced injury and medical intervention due to the product. The customer care rep (ccr) confirmed that the batteries were correctly installed, less than 1 year old, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button; the meter did not power on. Based on the unresolved power issue, there is an indicator that the product malfunctioned adn that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.